Event description:
Negative pressure values since more or less the start and when they took out the catheter it also showed negative value.

Manufacturer narrative:
The catheter in return is compliant (within zero offset), operation under pressure does not show any particular instabilities.

Event description:
Negative pressure values since more or less the start and when they took out the catheter it also showed negative value.